Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and high capture threshold. The lead was as explanted and replaced. The patient was in stable condition post-procedure.